Event description:
Reporter indicated that pt was experiencing urinary retention since vns implant surgery. It was reported that the pt's device was programmed to on the day of implant surgery to the lowest settings. It was reported that the pt had gone from 8:00pm to 8:00am without urinating. Further follow-up revealed that the pt has an indwelling catheter in place for their urine and that there was a large amount of sedimentation in their urine. It was reported that the pt suffered from urine retention pre-vns implant and that pt has previously required catheterization. Investigation to date has been unable to determine whether or not the event was related to the implant surgery, the vns therapy, the initiation of stimulation on the day of implant, or some other causal factor.